Manufacturer narrative:
The customer reported that the part is "broken at hinge point, noisy" and needing replacement. It was observed there were cracks and damages along the upper and lower hinge posts and shrouds on 7 of the 8 received lvp bezel assemblies. The other remaining bezel assembly was observed with a broken off upper pressure sensor tab. The report of a bezel related issue is confirmed based on the field action. The bezels falling outside of the recall have been addressed with CAPA¿s the report that the devices were noisy was not addressed as there is no existing specification for mechanical noise. The device is used for treatment purposes. The customer stated that there was patient involvement. Customers received notification of the field action. The reported issue of a bezel related issue is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
It was reported that the part is "broken at hinge point, noisy" and needing replacement. Although requested, additional information was not provided.